Event description:
Customer reported the insulin pump alarmed failed battery test. Blood glucose was 141 mg/dl. Customer stated he changed the battery three times, cleaned contacts and device continues to alarm failed battery test. Customer inspected the battery compartment and stated the spring in the battery chamber was loose. Customer stated the spring came out. Customer replaced the battery was able to get the battery icon to resistor on the top but none of the buttons worked. Blood glucose was 141 mg/dl. Damage was noted on the spring and customer was advised to discontinue use of the device and revert to back up plan. Customer stated after replacing battery he didn't have keypad issues. Customer did not know how damage occurred. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap. Failed battery test was not verified due to the corroded battery tube. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label and stained end cap sticker.